Manufacturer narrative:
The explanted products were expected to be returned for disposal. No laboratory analysis was needed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with these transvenous leads presented one month post-implant with an infection. Surgical debridement was performed; however, one month later the system was explanted due to the infection. No additional adverse patient effects were reported.